Event description:
Review of information indicates high lead hv impedance noted. The svc portion of the lead was determined to be fractured and was capped. Additional information on the event indicates the lead was replaced. No pt complications have been reported as a result of this event.

Manufacturer narrative:
Other: review of information indicates high lead hv impedance noted. The svc portion of the lead was determined to be fractured and was capped. Additional information on the event indicates the lead was replaced. No pt complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of.